Manufacturer narrative:
Product technical complaint investigation result was received on (B)(4) 2015: (B)(4). Final assessment: according to the complaint narrative, during an essure placement procedure, a small white pipe of approximately 4cm length was noticed in the patient's uterine cavity. Upon removal, the physician identified the object as being part of the peek shaft tubing from an essure introducer. The piece was likely from a prior essure placement attempt. It is likely the prior hysteroscope user had closed one of the hysteroscopic valves onto the peek shaft and inadvertently cut the shaft within the hysteroscope. As of (B)(4) 2015, no returned device has been received for investigation. If the object is returned for investigation, a follow-up child complaint will be opened to document a further investigation. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of damage or breakage of the introducer is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The risk to the patient for broken or damaged introducers was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this ptc was initiated due to technical issues. However, no medical events were reported. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report was received from a health professional. During an essure (fallopian tube occlusion insert) insertion procedure, physician visualized a small white pipe on screen. On removal, he noticed it was a part of the introducer, solidified by sterilization and probably broke during a previous intervention. A second hysteroscope was used with the same difficulty. This event was considered listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported. In this particular case, the physician found a resistance putting the material into the hysteroscope operating channel. He insisted; essure system was entered and he saw a white material, which he believed was a part of a broken introducer from a previous intervention. Neither the exact nature of this introducer was specified nor was information about the previous procedure provided. Nevertheless, based on the limited information available, company considers it cannot be excluded physician was referring to an essure catheter (which broke in a previous procedure). Therefore, the reported event was considered as related to the suspect device. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. This case refers to the second hysteroscope. Another case was created for the breakage in the first hysteroscope. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information will be requested.

Event description:
This is a spontaneous case report received from a health professional in (B)(4) on 28-sep-2015. During insertion of essure (fallopian tube occlusion insert), performed on (B)(6) 2015 (lot number d30807, expiration date on 28-nov-2017), physician had difficulty for putting ancillary material into the operating channel. Implant was entered through the operating channel with insistence, but on screen a small white pipe with length of 4 cm was visualized, put on the essure implant. On removal, it was noticed that it was in fact a part of the introducer which was solidified by sterilization and probably broke during a previous intervention when ancillary material was removed (see case (B)(4)). A second hysteroscope was used with the same difficulty (current case). Follow-up information received 19-oct-2015: nca reference number ((B)(4)) was received. Company causality comment: this spontaneous case report was received from a health professional. During an essure (fallopian tube occlusion insert) insertion procedure, physician visualized a small white pipe on screen. On removal, he noticed it was a part of the introducer, solidified by sterilization and probably broke during a previous intervention. A second hysteroscope was used with the same difficulty. This event is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported. In this particular case, the physician found a resistance putting the material into the hysteroscope operating channel. He insisted; essure system was entered and he saw a white material, which he believed was a part of a broken introducer from a previous intervention. Neither the exact nature of this introducer was specified nor was information about the previous procedure provided. Nevertheless, based on the limited information available, company considers it cannot be excluded physician was referring to an essure catheter (which broke in a previous procedure). Therefore, the reported event was considered as related to the suspect device. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested. This case refers to the second hysteroscope. Another case was created for the breakage in the first hysteroscope.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 25-nov-2015: (B)(4). Despite follow up attempts, no further information could be obtained. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt.